Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2021 due to high blood glucose level. The blood glucose level at the time of the incident was unknown and the current blood glucose level was 155 mg/dl. Customer was treated with insulin drip. It was unknown that auto mode feature was active at time of incident. Customer stated that insulin pump had insulin flow block alarm. The device labels, including serial number and dome label stickers were reported as missing, removed, worn, faded, or damaged following usage. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.